Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot is not pictured in photos, only product code. Lot #? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, a glue-like thing was seen from the junction of the needle and the thread. The surgeon had difficulty taking the suture out when it was stitched on the cornea. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional device evaluated by MFR: it was reported performance excessive epoxy and performance surface related defect - suture. A needle-suture piece inserted in a foam park was returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. However, excess of epoxy was noted between the end barrel needle and the suture. The suture piece was examined and the end suture was cut that appears to be by use of a surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, the assignable cause of performance excessive epoxy and performance surface related defect - suture, is excessive epoxy.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: there was no sample received for analysis. Only photo of the sample were received for analysis. Upon visual inspection of the pictures, excessive of epoxy at the attachment area of product could be observed. According to the sample condition, the assignable cause is due a manufacture defect.